Manufacturer narrative:
This ra lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, a physician experienced difficulty in extending the helix of this right atrial (ra) lead. The lead was eventually implanted successfully and after pocket closure, a high out of range pacing impedance measurement of greater than 3000 ohms was observed. The pocket was reopened and the helix would not retract properly. The ra lead was eventually removed and replaced and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. This break likely caused the reported high out of range pacing impedance measurement to be exhibited.